Event description:
Intra-operative issue occurred on the (B)(6) 2019 during a smr replacement surgery. While tightening the glenosphere code #1374.09.105 - lot # 1901519, the surgeon felt unusual and tried to remove the glenosphere. During removal, the impactor-extractor code #9013.74.140, lot #1613788 broke. The surgeon had difficulty to remove the glenosphere, and after 1 hour of prolonged surgery it came out together with the metal back. As a consequence, the patient had broken glenoid. Event occurred in japan.

Manufacturer narrative:
Check of the DHR: by checking the DHR of the lot#1613788, no pre - existing anomaly was found on 30 impactor-extractors placed on the market with the same lot#. This is the first and only complaint received on this lot #. Explants analysis: pictures and visual analysis of the instrument code #9013.74.140 - lot #1613788, show the tip of the impactor-extractor broken. We received the instrument for investigation and performed a dimensional analysis. We found the internal diameter of the transversal section of the screw was 4.16 mm (nominal diameter was 4.10 ± 0.05 mm); consequently, the transversal area of the screw was reduced causing an increase of the stress. In conclusion, stating that: this is the first and only complaint received on this lot #; we can assume that the instrument involved had been already used several times before current surgery without presenting any problem; we can hypothesize that 0.01 mm out of tolerance combined with overusage of the instrument could have contributed to instrument breakage. Pms data: according to our pms data, occurrence rate of breakage of the thread of impactor-extractor code 9013.74.140 is 0.8%. This value overestimates the real occurrence rate of the event because it is based on the number of products manufactured only and does not take into account the number of uses for each instrument. The smr instrument sets already have an improved version of the instrument (code 9013.74.141) with increased thickness of the threaded section and therefore increased mechanical strength. No specific corrective action due to this specific case. Limacorporate will keep the market monitored.

Manufacturer narrative:
By checking the manufacturing charts of the involved lot#s no pre - existing anomalies were found. This is the first and only complaint received with these lot #s. We will submit a final report once the investigation will be concluded.

Event description:
Intra-operative issue occurred on the (B)(6) 2019 during a smr replacement surgery. After implanting the glenosphere (code #1374.09.105, lot # 1901519), while the surgeon was tightening a screw, he felt unusual and tried to remove the glenosphere. During removal, the impactor-extractor (code #9013.74.140, lot #1613788) broke with axle left. The surgeon had difficulty to remove the glenosphere, but finally it came out together with the metal back (code # 1375.21.005, code # 1819779). As a consequence, the patient had broken glenoid and surgery was prolonged of 1 hour. Event occurred in (B)(6).